Event description:
It was reported that there was implantable neurostimulator (ins) battery depletion. The patient was noticing that they needed to charge more frequently and the battery was cutting out. The patient would interrogate the battery with the patient programmer and confirm that stimulation was turned off following the feeling of stimulation cutting out. The patient wasn¿t having any issues charging the battery. The clinician programmer stats showed that they typically interval between charges was 13.9 days with 8 coupling bars. The patient charged the battery the night prior and it showed 75 percent charge the day of the report. The impedances with reference 0 were between 717 ohms and 1160 ohms. The patient simply needed a battery change due to normal use. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension; product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type: lead; product ID 37752, serial# (B)(4), implanted: (B)(6) 2007, product type: recharger; product ID 37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. (B)(4).